Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately around september of 2024 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100369.

Event description:
It was reported that patients spinal cord stimulator lead had migrated and patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.